Event description:
The radiopaque coating sheared off the wire while attempting to pass it through a lesion in the leg.

Event description:
The radiopaque coating sheared off the wire while attempting to pass it through a lesion in the leg.